Event description:
After an embolization treatment procedure with onyx, it was reported that the catheter became entrapped in the onyx cast. The catheter was successfully removed along with the guide catheter. No pt injury reported. Same event as MDR# 2029214-2009-00200.

Manufacturer narrative:
The device involved in this event has not been returned for eval.